Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high, out of range pacing impedance of greater than 2,000 ohms one day post implant. This patient underwent a revision procedure in which this ra lead's pin was reinserted into the pacemaker header. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.